Event description:
During left shoulder open bankart repair procedure, an anchor suture obl 2.8mm was noted to be defective. The hole was predrilled and the head of the anchor separated from the shaft and was left embedded in the bone.